Manufacturer narrative:
Final anlaysis found that the proximal insuation was damaged at 27.5 - 28.2 cm from the distal tip, due to clavicular crush. The proximal insulation was damaged at 29.5 - 30.1 cm from the dital tip, due to clavicular crush. The proximal insulation was abraded at 29.5 - 30.0 and 29.9 - 30.1 cm from the distal tip.

Event description:
It was reported that on (B)(6) 2013 the right atrial lead exhibited noise which was reproducible when the patient scratched their back. On (B)(6) 2013 noise, low impedance and decreased sensing was noted via merlin.net. The lead was explanted on (B)(6) 2013 and an insulation anomaly due to clavicular crush was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.